Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 27-may-2024. The most recent information was received on 07-jun-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female / pain more intense on the right gynaecological side") in a 50 year-old female patient who had essure inserted (lot no. C13146) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), cognitive disorder ("cognitive disorders"), fatigue ("frequent fatigue, sometimes chronic"), abdominal distension ("swollen abdomen with frequent and excessive flatulence"), flatulence ("swollen abdomen with frequent and excessive flatulence"), constipation ("more frequent constipation"), nocturia ("more frequent night-time urination"), disturbance in attention ("difficulties concentrating on simple tasks"), speech disorder ("speech disorders substituting one word for anothe"), insomnia ("insomnia"), alopecia ("continuous and massive hair loss"), blindness ("sudden vision loss and blurred vision"), vision blurred ("sudden vision loss and blurred vision"), myalgia ("muscle pain"), muscle spasms ("muscle spasm"), musculoskeletal stiffness ("muscle stiffness"), arthralgia ("joint pain mainly at the pelvis, hips, sacrum and coccyx"), tendon pain ("tendons in the elbows and hands;"), aponeurosis contusion ("plantar aponeurosis"), libido decreased ("decreased libido"), heavy menstrual bleeding ("heavy menstrual bleeding"), genital haemorrhage ("haemorrhage"), hot flush ("hot flashes"), ovarian cyst ("operated ovarian cyst"), vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis"), menopause ("menopause"), pruritus ("itchy skin"), herpes zoster ("shingles"), psoriasis ("psoriasis") and allergy to metals ("documented nickel allergy") and was found to have fibroadenoma of breast ("breast fibroadenomas").essure was removed on (B)(6) 2024. The patient was treated with surgery (bilateral adnexectomy and on (B)(6) 2020). At the time of the report, the outcomes for pelvic pain, fatigue, abdominal distension, flatulence, constipation, nocturia, disturbance in attention, speech disorder, insomnia, alopecia, blindness, vision blurred, myalgia, muscle spasms, musculoskeletal stiffness, arthralgia, tendon pain, aponeurosis contusion, libido decreased, fibroadenoma of breast, heavy menstrual bleeding, genital haemorrhage, hot flush, ovarian cyst, vaginal discharge, adenomyosis, menopause, pruritus, herpes zoster, psoriasis and allergy to metals were unknown. No causality assessment was received for essure with regard to cognitive disorder, fatigue, abdominal distension, flatulence, constipation, nocturia, disturbance in attention, speech disorder, insomnia, alopecia, blindness, vision blurred, myalgia, muscle spasms, musculoskeletal stiffness, arthralgia, tendon pain, aponeurosis contusion, pelvic pain, libido decreased, fibroadenoma of breast, heavy menstrual bleeding, genital haemorrhage, hot flush, ovarian cyst, vaginal discharge, adenomyosis, menopause, pruritus, herpes zoster, psoriasis or allergy to metals. The reporter commented: period of occurrence: (B)(6) 2014 - (B)(6) 2024. Following the removal of my implant, I started taking a hormonal treatment. All of the conditions described above, and their evolution have had physical and psychological impacts on me, the people around me, my work and my financial situation. The recognition of disabled worker status (rqth) has been recorded, and it would be better for my health if I make a career change. I cannot yet clearly perceive my future state, but I'm still monitoring my overall state regularly. Actions taken to treat the patient in the healthcare facility: not treated. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. Lot number: c13146 manufacture date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jun-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain female / pain more intense on the right gynaecological side [pelvic pain female] cognitive disorders [cognitive disorders] frequent fatigue, sometimes chronic [fatigue] swollen abdomen with frequent and excessive flatulence [swelling abdomen] swollen abdomen with frequent and excessive flatulence [excessive flatulence] more frequent constipation [constipation] more frequent night-time urination [nocturia] difficulties concentrating on simple tasks [concentration impairment] speech disorders substituting one word for another [speech disorder] insomnia [insomnia] continuous and massive hair loss [hair loss] sudden vision loss and blurred vision [vision loss] sudden vision loss and blurred vision [blurred vision] muscle pain [muscle pain] muscle spasm [muscle spasm] muscle stiffness [muscle stiffness] joint pain mainly at the pelvis, hips, sacrum and coccyx [joint pain] tendons in the elbows and hands; [tendon pain] plantar aponeurosis [aponeurosis contusion] decreased libido [libido decreased] breast fibroadenomas [fibroadenoma of breast] heavy menstrual bleeding [heavy menstrual bleeding] haemorrhage [genital bleeding] hot flashes [hot flashes] operated ovarian cyst [ovarian cyst] vaginal discharge [vaginal discharge] adenomyosis [adenomyosis] menopause [menopause] itchy skin / areas of pruritus on her arms and behind her neck [localised pruritus] shingles [shingles] psoriasis [psoriasis] documented nickel allergy [nickel allergy] I underwent examinations of all kinds in view of pain in both the upper and lower parts of my body [general body pain] endometrial polyp [endometrial polyp] chronic inflammatory syndrome [inflammation] immediate memory loss [memory loss] plantar fasciitis [plantar fasciitis] she had not had her period since (B)(6) 2023 [amenorrhea] the after-effects were a feeling of discomfort at first, then more discomfort. The area in question extended to the upper side of my hip, towards my flank [flank pain] at best questions about my bowel motility which more regularly underwent variations [bowel motility disorder] constipation [constipation]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 27-may-2024. The most recent information was received on 29-jan-2025. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female / pain more intense on the right gynaecological side") in a 50 year-old female patient who had essure inserted (lot no. C13146) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2014, the patient had essure inserted. Essure was removed on (B)(6)2024. On unknown date she experienced pelvic pain (seriousness criterion intervention required), cognitive disorder ("cognitive disorders"), fatigue ("frequent fatigue, sometimes chronic"), abdominal distension ("swollen abdomen with frequent and excessive flatulence"), flatulence ("swollen abdomen with frequent and excessive flatulence"), a first episode of constipation ("more frequent constipation"), nocturia ("more frequent night-time urination"), disturbance in attention ("difficulties concentrating on simple tasks"), speech disorder ("speech disorders substituting one word for another"), insomnia ("insomnia"), alopecia ("continuous and massive hair loss"), blindness ("sudden vision loss and blurred vision"), vision blurred ("sudden vision loss and blurred vision"), myalgia ("muscle pain"), muscle spasms ("muscle spasm"), musculoskeletal stiffness ("muscle stiffness"), arthralgia ("joint pain mainly at the pelvis, hips, sacrum and coccyx"), tendon pain ("tendons in the elbows and hands;"), aponeurosis contusion ("plantar aponeurosis"), libido decreased ("decreased libido"), heavy menstrual bleeding ("heavy menstrual bleeding"), genital haemorrhage ("haemorrhage"), hot flush ("hot flashes"), ovarian cyst ("operated ovarian cyst"), vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis"), menopause ("menopause"), pruritus ("itchy skin / areas of pruritus on her arms and behind her neck"), herpes zoster ("shingles"), psoriasis ("psoriasis"), allergy to metals ("documented nickel allergy"), pain ("I underwent examinations of all kinds in view of pain in both the upper and lower parts of my body"), uterine polyp ("endometrial polyp"), inflammation ("chronic inflammatory syndrome"), amnesia ("immediate memory loss"), plantar fasciitis (" plantar fasciitis"), amenorrhoea ("she had not had her period since (B)(6) 2023"), flank pain ("the after-effects were a feeling of discomfort at first, then more discomfort. The area in question extended to the upper side of my hip, towards my flank"), gastrointestinal motility disorder ("at best questions about my bowel motility which more regularly underwent variations") and a second episode of constipation ("constipation") and was found to have fibroadenoma of breast ("breast fibroadenomas"). The patient was treated with surgery (bilateral adnexectomy & laparoscopy, on (B)(6)2020 and in 2020). At the time of the report, the pelvic pain had resolved. The outcomes for fatigue, abdominal distension, flatulence, nocturia, disturbance in attention, speech disorder, insomnia, alopecia, blindness, vision blurred, myalgia, muscle spasms, musculoskeletal stiffness, arthralgia, tendon pain, aponeurosis contusion, libido decreased, fibroadenoma of breast, heavy menstrual bleeding, genital haemorrhage, hot flush, ovarian cyst, vaginal discharge, adenomyosis, menopause, pruritus, herpes zoster, psoriasis, allergy to metals, pain, uterine polyp, inflammation, amnesia, plantar fasciitis, amenorrhoea, flank pain, gastrointestinal motility disorder and the last episode of constipation were unknown. The reporter considered amenorrhoea, amnesia, the second episode of constipation, flank pain, gastrointestinal motility disorder, inflammation, pain, plantar fasciitis and uterine polyp to be related to essure administration. No causality assessment was received for essure with regard to cognitive disorder, fatigue, abdominal distension, flatulence, the first episode of constipation, nocturia, disturbance in attention, speech disorder, insomnia, alopecia, blindness, vision blurred, myalgia, muscle spasms, musculoskeletal stiffness, arthralgia, tendon pain, aponeurosis contusion, pelvic pain, libido decreased, fibroadenoma of breast, heavy menstrual bleeding, genital haemorrhage, hot flush, ovarian cyst, vaginal discharge, adenomyosis, menopause, pruritus, herpes zoster, psoriasis or allergy to metals. The reporter commented: period of occurrence: (B)(6)2014 - (B)(6)2024. Following the removal of my implant, I started taking a hormonal treatment. All of the conditions described above, and their evolution have had physical and psychological impacts on me, the people around me, my work and my financial situation. The recognition of disabled worker status (rqth) has been recorded, and it would be better for my health if I make a career change. I cannot yet clearly perceive my future state, but I'm still monitoring my overall state regularly. Actions taken to treat the patient in the healthcare facility: not treated. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. [Allergy test] (date unknown): positive test result for nickel allergy [x-ray] in 2021: essure coils in place. Lot number: c13146 manufacture date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: new events pain, inflammation, memory loss, plantar fasciitis, endometrial polyps, bowel movement problems, constipation, amenorrhea, inflammation, flank pain were added. Lab data updated; reporter causality comment updated. New reporter added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 27-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female / pain more intense on the right gynaecological side") in an adult female patient who had essure inserted (lot no. C13146) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), cognitive disorder ("cognitive disorders"), fatigue ("frequent fatigue, sometimes chronic"), abdominal distension ("swollen abdomen with frequent and excessive flatulence"), flatulence ("swollen abdomen with frequent and excessive flatulence"), constipation ("more frequent constipation"), nocturia ("more frequent night-time urination"), disturbance in attention ("difficulties concentrating on simple tasks"), speech disorder ("speech disorders substituting one word for anothe"), insomnia ("insomnia"), alopecia ("continuous and massive hair loss"), blindness ("sudden vision loss and blurred vision"), vision blurred ("sudden vision loss and blurred vision"), myalgia ("muscle pain"), muscle spasms ("muscle spasm"), musculoskeletal stiffness ("muscel stiffness"), arthralgia ("joint pain mainly at the pelvis, hips, sacrum and coccyx"), tendon pain ("tendons in the elbows and hands;"), aponeurosis contusion ("plantar aponeurosis"), libido decreased ("decreased libido"), heavy menstrual bleeding ("heavy menstrual bleeding"), genital haemorrhage ("haemorrhage"), hot flush ("hot flashes"), ovarian cyst ("operated ovarian cyst"), vaginal discharge ("vaginal discharge"), adenomyosis ("adenomyosis"), menopause ("menopause"), pruritus ("itchy skin"), herpes zoster ("shingles"), psoriasis ("psoriasis") and allergy to metals ("documented nickel allergy") and was found to have fibroadenoma of breast ("breast fibroadenomas"). The patient was treated with surgery (bilateral adnexectomy and on (B)(6) 2020). Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for pelvic pain, fatigue, abdominal distension, flatulence, constipation, nocturia, disturbance in attention, speech disorder, insomnia, alopecia, blindness, vision blurred, myalgia, muscle spasms, musculoskeletal stiffness, arthralgia, tendon pain, aponeurosis contusion, libido decreased, fibroadenoma of breast, heavy menstrual bleeding, genital haemorrhage, hot flush, ovarian cyst, vaginal discharge, adenomyosis, menopause, pruritus, herpes zoster, psoriasis and allergy to metals were unknown. No causality assessment was received for essure with regard to cognitive disorder, fatigue, abdominal distension, flatulence, constipation, nocturia, disturbance in attention, speech disorder, insomnia, alopecia, blindness, vision blurred, myalgia, muscle spasms, musculoskeletal stiffness, arthralgia, tendon pain, aponeurosis contusion, pelvic pain, libido decreased, fibroadenoma of breast, heavy menstrual bleeding, genital haemorrhage, hot flush, ovarian cyst, vaginal discharge, adenomyosis, menopause, pruritus, herpes zoster, psoriasis or allergy to metals. The reporter commented: period of occurrence: on (B)(6) 2014 - (B)(6) 2024. Following the removal of my implant, I started taking a hormonal treatment. All of the conditions described above, and their evolution have had physical and psychological impacts on me, the people around me, my work and my financial situation. The recognition of disabled worker status (rqth) has been recorded, and it would be better for my health if I make a career change. I cannot yet clearly perceive my future state, but I'm still monitoring my overall state regularly. Actions taken to treat the patient in the healthcare facility: not treated. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.